Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 402 mg/dl at the time of incident. Customer stated that the cannula was kinked and now the site is swollen. The insulin pump will not be returned for analysis.